Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found that the unit had a failed drawer (4-1) that intermittently stuck open with the solenoid clicking repeatedly; inspection revealed loose hardware on the back corner causing misalignment, so disassembled, realigned, and tightened all hardware, reinstalled a missing screw, and after erratic operation persisted, replaced the drawer controller board; performed general cleaning, inspected all cables, and removed fallen medications from behind and underneath the unit, turning them over to the escort. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.